Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump was under delivering. Customer stated that the insulin pump piston was not working correctly. Customer stated that the insulin pump was skipping numbers and it did not delivered about 7 units on the lunch bolus. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.